Manufacturer narrative:
Sample and storage information were not provided by the customer. Per the customer the instrument was running within qc specifications. Previously run patient samples were rerun back to the last acceptable control run. A field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse replaced the median angle light scatter (mals) sensor. The fse also performed a multi-transducer module (mtm) alignment and adjustment. In addition, the fse performed a wash collar alignment. Per the fse, all levels of qc were within range. Root cause is unknown to date. Per labeling, beckman coulter inc. (Bci) does not claim to identify every abnormality in all samples. Bci suggests using all available options to optimize the sensitivity of instrument results.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxh 800 coulter cellular analysis system generated erroneously low lymphocyte (ly%) results and high neutrophil (ne%) results for one patient when compared to the manual differential results and results generated on an alternate instrument. The erroneous results were reported out of the laboratory. The patient's results provided by the customer are documented. There was no death or serious injury associated with this event; however, it is unknown if patient treatment was affected.